Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 90mg/dl at the time of incident. Customer stated that the insulin pump alarmed pump error but buttons are not responding and cannot clear alarm. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and cannot confirmed that time is advancing since customer cannot clear alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The customer was advised pump needs to be replaced and pump is not expected to return for analysis.